Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, sepsis, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29sep2020. The heartmate 3 lvas IFU lists sepsis, death, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. Privacy laws prohibit the customer from providing information regarding the case. Per the outcome; the pump worked as expected but the therapy was discontinued due to massive metabolic and lactate acidosis with multi-organ failure. There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.